Event description:
It was reported that the hub separated from the bd insulin syringe with the bd ultra-fine¿ needle inside the shield. The following information was provided by the initial reporter: "consumer reported that the needle hub separated inside of the shield. Consumer does not re-use."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 22-mar-2023. H6: investigation summary: customer returned two 0.5ml 1/2in syringes in an open poly bag from lot# 6347975. It was reported by the consumer that the needle hub separated inside of the shield. The returned syringes visually inspected and observed needle hub stuck in the shield and separated from barrel. A review of the device history record was completed for batch# 6347975. All inspections and challenges were performed per the applicable operations qc specifications. Based on the return samples, embecta was able to confirm the customer indicated issue. H3 other text : see h10.

Event description:
It was reported that the hub separated from the bd insulin syringe with the bd ultra-fine¿ needle inside the shield. The following information was provided by the initial reporter: "consumer reported that the needle hub separated inside of the shield. Consumer does not re-use."